Event description:
A report has been received where the tilt actuator was worn and the gear not moving but motor is running. There is no report of injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp, serial number/date code unknown is of an unknown age. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Of note: a call was placed to the reporter of this incident. To date no further information has been received. If any new information is received, a supplemental report will be filed.